Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not recognize or charge battery pack) was confirmed. As received, the charger/modem would not recognize or charge a battery pack. Upon evaluation, there was liquid contamination on the battery board. The cause of the inability to recognize and charge a battery pack is the liquid contamination. The root cause of the contamination is ingress of an unknown liquid. No adverse event resulted from the contaminated charger.

Event description:
A distributor contacted zoll to report that a patient's charger/modem would not recognize or charge the battery packs.